Event description:
The company received a report where it was claimed that the tube developed a cuff leak during pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is expected to be returned for investigation. If significant info is identified in the sample analysis, a summary of the investigation results will be provided in a supplemental report. The 301-75 lo-contour murphy endotracheal tube is not distributed in the u.s.; however, pn# 86083 is of essentially identical design and is distributed in the u.s. Please refer to the applicable 510k for u.s.